Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient had discomfort, due to which the iol was exchanged for unspecified lens in a secondary procedure. Additional information has been requested, received and stated the lens was replaced with same company different model lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).